Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in operating room, during implant, post-paced t-wave oversensing was noted on real-time egm. Programming changes were made.